Event description:
It was reported that the customer had a button error on the insulin pump. It was found that the insulin pump was exposed to moisture two weeks ago. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window. Insulin pump received with cracked case display window corner, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.